Event description:
It was reported that during the laparoscopic sleeve gastrectomy, at the second shot using a gold ecr refill, only the part of the stomach to be removed was sutured. The three rows of clip-ons on the remaining stomach part have not been applied and following the reopening of the stapler, the three rows of clip-ons still in their pockets with the legs out are highlighted on the refill. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2022. D4: batch # 542a14. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received fully fired, with the reload pan partially dislodged from right proximal side. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.